Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an ¿unable to proceed¿ alert and could not continue, consistent with a device communications issue and a complete blockage related to the tube component; the user was guided to restart the ilet and complete a supply change, after which alarms ceased and the system appeared to function appropriately. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a complete blockage involving the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.